Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal neck was 26 mm in diameter and 55 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 17.6 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The aortic neck angulation was approximately 100 degrees. After the bifurcated stent graft was delivered to the intended landing zone, the wire was replaced with another manufacturer's wire to follow the bending portion of the aorta. After implantation of the endurant bifurcated stent graft, an attempt was made to remove the delivery system however, the guidewire was too soft for delivery system to removal. Though the bottom of the distal tip was bent to follow the bending portion of the aorta, normal way of removal was carried out and rotated, which resulted in a broken delivery system guidewire lumen and led to a the tip detachment. According to the physician, the delivery system was only rotated one time to the right and left. The distal tip that came off of the guidewire was attempted to be removed using snare but it didn't have enough grasping force to pass through the bending portion of the aorta. While attempts were made for approximately 3 hours, the tip was held by another manufacturer's basket catheter and delivered to femoral artery (fa) and was successfully removed from the patient. There are no adverse effects on the patient. The physician commented that the pull-through technique should have been done from the start of the procedure and stated that the event was procedure related and not caused by device failure. No additional clinical sequelae were reported and the patient is fine.